Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left brake is worn out, no longer locking and fell off.